Manufacturer narrative:
The device arrived fully deployed. No timeouts or drive stalls were observed in the download data. Inspection of the fluid path, needle mechanism, and drive mechanism found no damages or deficiencies that would affect the device's ability to appropriately deliver insulin. Phb data showed that the agc algorithm functioned as intended. No problems were observed regarding the functionality of the device.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values reached over 400 mg/dl. The patient had ketones. For treatment, the patient was given fluids. The patient was discharged after 10 hours. The pod was worn longer than 48 hours on the leg..

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.